Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, lines were on the display. The core board and the lcd module were replaced and the unit functioned as designed.

Event description:
It was reported that the devices have intermittent blank screens. No consequences or impact to patient.